Event description:
It was reported that patient was experiencing inadequate pain relief despite reprogramming. An x-ray of cervical spine was obtained and revealed that the spinal cord stimulator (scs) leads had migrated. It was also mentioned that the implantable pulse generator (ipg) site was causing pain and discomfort. The anchor site itches and stings constantly. The patient underwent a scs system explant procedure and was doing well postoperatively. The explanted device components were retained by the facility and will not be able to be return.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6).